Event description:
The customer reported to baxter (B)(4) of a continu-flo set in which the roller clamp was not occluding properly. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Companion samples were returned to the plant for evaluation. Visual inspection as well as functional tests were performed on the sample and no issues were observed. The reported condition was not confirmed. Therefore, an assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.